Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. Customer was unable to provide test results of concern. Customer is comparing true metrix with a different meter and stating that true metrix reads lower than the other meter, they also were using the meter with other relatives to check if meter was working. The customer¿s expected am fasting blood glucose test result range is 140-200 mg/dl and expected pm fasting blood glucose test result is 200 mg/dl. The customer feels well and did not report any symptoms. Caller stated that last month, (B)(6) 2022, customer went to the ER because she was having symptoms of a stroke. They called 911 and the ambulance came and took her to the hospital. At the hospital they checked her blood sugar, and it was low (she didn't want to specify number) and her blood pressure was high; doctor told her that her low blood sugar and the high blood pressure did mimic a stroke. The diagnosis was low blood sugar and high blood pressure. Customer stated that they change meds to tradjenta and tresiba. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). Customer no longer had any test strips from this vial and was unable to provide lot information. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4): same meter serial number, different test strips. Test strips were not returned for evaluation. Meter was returned - defect found on returned meter - e-7. Product evaluation has been completed and root cause selected. Root cause: rc-001: miscellaneous user induced contamination on the strip connector note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she would use the replacement products and return the call. Note 2: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.